Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. Since (B)(6) 2020 the data documented a complete loss of signal, confirming the clinical observation. The root cause for this observation could not be determined. However, it cannot be excluded that the reported cardioversion procedure may have contributed to the clinical observation. Please note that, as this device cannot deliver therapies, a potential damage of the device does not represent any risk for the patient. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should the device itself become available, this investigation will be updated.

Event description:
Device was explanted due to loss of signal following external cardioversion. Should additional information become available, this report will be updated.